Manufacturer narrative:
The suspected device has not been returned for evaluation. A follow up will be submitted when additional information becomes available.

Event description:
Customer reported that during the procedure, it was found that the guidewire tip had unraveled. No patient harm reported.